Manufacturer narrative:
Follow-up #1: date of submission 06/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: the pump's black box showed several pump reboot events. There was moisture damage found in the battery compartment as well as a crack. The pump failed a leak test due to the battery compartment crack. The battery cap was still able to fit to the pump with no issues. The pump powered on with no issues. No further moisture damage was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.